Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the atrial lead exhibited noise and a drop in sensing. The noise was reproducible with arm movements. Programming changes were made.